Event description:
It was reported that during a device eval conducted at the MFR, a cut was discovered in the hose portion of the pneumatic drill. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval, the cut in the pneumatic hose was discovered. It is unk how the hose was damaged. The hose assembly was replaced and add'l preventative maintenance was also performed. The drill was returned to the user facility.